Manufacturer narrative:
This supplemental report is being submitted to provide the olympus endoscopy support specialist (ess) observation, the independent laboratory¿s destructive investigations final report, the device evaluation, and the legal manufacturer¿s investigation. An olympus endoscopy support specialist (ess) visited the customer on january 10, 2023, to perform an observation of the reprocessing techniques. The facility technician performed all reprocessing steps per the instructions for use. No corrective measures were performed. The device was sent to an independent laboratory for destructive sampling and culturing which took place between january 10, 2023, and january 25, 2023. Twelve (12) scope points were sampled, and parts of the distal end and elevator mechanism were disassembled to facilitate the extraction process. No growth of any microorganism was found. The results from the destructive sampling did not correlate with the results from the original clinical sample. The high concern organism could not be cultured from the destructive sampling. The results were inconclusive. The device was returned to an olympus for evaluation after destructive sampling and culturing. The angulation was low. The plastic distal end cover had deep scratches. The nozzle, forceps passage, bending section cover, bending section cover glue at the plastic distal end cover body were missing/removed. The scope leak check was unable to be performed due to the missing parts, including a missing hold ring. The plastic distal end cover insulation, forceps passage, guide wire tension test, and catheter test were also unable to be performed due to the removed missing parts. The legal manufacturer performed an investigation. The device history record (DHR) for this device was reviewed and the record indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. No delays were observed during the end of the endoscopic retrograde cholangiopancreatography (ercp) procedure and the beginning of the reprocessing. Enterococcus faecalis is a gram-positive bacterium of human origin, mostly found in the gastrointestinal tract. While it can be found in healthy humans, it is highly relevant for patient infections in the hospital environment. Over the past, it has displayed an increasing level of multi-drug resistance. Micrococcus luteus also a gram-positive, bacterium, but classified as low concern organisms. It is most commonly found in soil, dust, water, and air, but may also colonize the human mouth, mucosa, as well as upper respiratory tract. Enterococcus faecalis with its gastrointestinal nature may be of patient origin but can also relate to improper hand hygiene. It is identified as a high concern organism per the food and drug administration (FDA) definition for the study. The root cause of the issue could not be conclusively specified. Due to the gastrointestinal nature and considering the identification of twelve (12) colony forming units, the issue may likely be associated to previous patient use. However, destructive sampling could not confirm the presence of any of the originally identified contamination on the endoscope. The origin of the observed contamination remained unclear, and a relation to a previous patient procedure could not be excluded. The instructions for use (IFU) provides the following guidelines: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. Corrected data: h10/reprocessing. The facility reprocessed the scope in a medivators dsd edge automatic endoscope reprocessor (aer).

Manufacturer narrative:
A visual inspection of the scope for clinical sampling was performed by the facility. The forceps elevator and body surface around the elevator had no visible debris. The objective lens and light guide lens at the distal end of the insertion section had no residue or stains and no scratches or cracks. The glue around the lenses was not discolored or pitted and the glue was not peeling or chipping. The air water nozzle at the distal end of the insertion section did not appear damaged and there was no visible debris. The distal ring at the distal end of the insertion section had no cracks or dents on the ring. The glue around the ring was not discolored or pitted and the glue was not peeling or chipping. The white isolation block at the distal end of the insertion section did not have any cracks or dents. The surface of the distal body at the distal end of the insertion section had no corrosion and no debris. The glue condition around the left side surface of the distal end was not discolored nor pitted, had no cracks, and had no peeling or chipping glue. The facility reprocessed the scope in an oer-pro automatic endoscope reprocessor (aer). Sampling of the scope for culture testing was performed by the facility. All personal protective equipment was worn. The sampling was pre-disinfected using provided disinfectant. All the necessary supplies were aseptically placed in the sterile field. No defects were in this sample collection container and solution no other person other than olympus staff entered the sampling area. The distal end was inspected. No visible debris was observed. The correct surfaces of the distal tip were swabbed. The correct areas of the elevator recess were brushed and flushed. The instrument channel was brushed and flushed. No significant deviations in regard to aseptic or sterile technique during sampling that could have contaminated the sample. All the correct sterile components and materials were used. No sampling instruments touched any non-sterile areas or surfaces besides the scope. No gloved hands made any contact with non-sterile surfaces. The scope was properly dried using filtered compressed air after sampling was completed. An olympus endoscopy support specialist (ess) has been dispatched to observe the user facility¿s reprocessing practices from start to finish and provide a reprocessing in-service training, if necessary, to correct and address any reprocessing deviations. The subject device referenced in this report was not returned for evaluation but was sent to an independent laboratory for destructive sampling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
As part of the olympus 522 post market surveillance study, the distal end of the evis exera iii duodenovideoscope was microbiologically cultured and tested positive for thirteen (13) colony forming units (cfus) of enterococcus faecalis and micrococcus luteus. After a therapeutic endoscopic retrograde cholangiopancreatography (ercp) procedure, and post reprocessing, samples were collected and sent to an independent laboratory for testing. No patient injury reported.